Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high ketones; however, blood glucose levels were between 133-160 (mg/dl). Reportedly, customer's primary care physician assisted customer in treating ketone levels with administration of food, water, and insulin.